Event description:
Same case as MDR# 6000089-2006-00213 it was reported by the patient that following a coronary drug eluting stenting treatment procedure hypersensitivity was experienced. Two taxus express2 drug eluting stents sizes 3.5x24mm and 3.0x8mm were placed in an unknown coronary vessel. The patient was using plavix and aspirin. The patient reported that seven days after this procedure he experienced minor itching on the back of his leg that progressed to his hands which became swollen and red with uncontrollable itching. The next day he called his cardiologist and was referred to his routine health care professional (hcp) with a diagnosis of "allergic reaction". The patient was treated with steroids and anthihistamine with a follow up clinic visit scheduled 10 days later. Plavix was continued. The patient reported that he had " relief from the reaction within 24 hours and 8 tablets of steroids." The patient also stated that he had a clinic visit with an oncologist with results showing his "platelets were up to 167,000." The patient's wife stated on a telephone call 29 days after the procedure that he has not had any additional symptoms since he finished his course of steriods.